Event description:
It was reported that the patient underwent an unrelated surgical procedure. The ipg was unable to communicate. Patient stated the ipg was put into surgery mode. A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.